Event description:
It was reported that the device could not be advanced or removed and the stent was implanted in an unintended location. The target lesion was located in the renal artery. A 7.0mmx19mmx150cm express¿ vascular sd stent was connected to a guide wire and was advanced to the target lesion. However, as the system reached the iliac artery, the device could no longer be advanced to the target lesion or be pulled back to be withdrawn. The physician then decided to deploy the stent in the iliac artery. Subsequently, the physician was able to normally withdraw the stent delivery system and the guide wire. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an express sd stent delivery system (sds), an unknown guidewire and a mach1 guide catheter. There was no damage to the mach1 guide catheter. There were numerous kinks throughout the guidewire. There was contrast in the inflation lumen and blood in the wire lumen. The balloon was loosely folded. The stent was not returned for analysis. There was no damage to the distal shaft. Functional testing was attempted; however, due to the dried blood in the wire lumen the guidewire was unable to pass through the sds. The condition of the balloon also prevented advancement through the mach1. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty and withdrawal difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device could not be advanced or removed and the stent was implanted in an unintended location. The target lesion was located in the renal artery. A 7.0mmx19mmx150cm express vascular sd stent was connected to a guide wire and was advanced to the target lesion. However, as the system reached the iliac artery, the device could no longer be advanced to the target lesion or be pulled back to be withdrawn. The physician then decided to deploy the stent in the iliac artery. Subsequently, the physician was able to normally withdraw the stent delivery system and the guide wire. No further patient complications were reported and the patient's status was stable.